Event description:
Manual ventilation of a patient in MRI suite with ambu bag, corrugated tubing and one way valve. The one way valve assemble between the corrugated tubing and the endotracheal tube did not allow for exhalation. The patient experienced cardiopulmonary arrest and expired.